Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: during vessel closure. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after a diagnostic procedure. Reportedly, a cuff miss was experienced. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.